Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
During gamma3 nail insertion, the surgeon hit the nail which closed tube clip is attached with strike plate. The clip was broken.